Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported additional information indicated the lead was unable to capture conduction system for appropriate pacing or morphology. There was no indication that the lead was the cause and was more on the very difficult anatomy of the patient.